Event description:
It was reported that right ica (internal carotid artery) c1 segment flow diverter implantation was performed for intracranial aneurysm with h:9.1mm, maximum diameter:12.8mm, dome width:12.6mm and neck diameter:5.1mm. The full expansion of stent cell with apposition to vessel wall was achieved after implantation and confirmed under fluoroscopy. According to the physician the device was performed as intended. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 51-75%) and parent artery stenosis (stenosis rate: (51-75%). There was no reduction in the blood flow to the distal cerebral tissue due to reported stenosis and patient condition is stable. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2021 to now (ongoing). Patient was on clopidogrel 75mg/day for the time period of (B)(6) 2021 to (B) (6) 2021. Administration of 75mg/day clopidogrel was stopped due to strong inhibition of agglutination. Clopidogrel 50mg/day was administered for the time period of (B)(6) 2021 to (B)(6) 2021. Administration of 50 mg/day clopidogrel was stopped due to strong inhibition of agglutination. Now the patient is on clopidogrel 25mg/day from (B)(6) 2021 (ongoing). Patient outcome is ongoing.

Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 2 adverse events were noted post procedure. 1: stenosis in flow diverter stent (stenosis rate: (B)(4)) and 2: parent artery stenosis (stenosis rate: (B)(4)). Additional information indicates according to the physician, the stenosis rate was higher than actual by calculation error and there is not high-grade stenosis in fact. Detail including correct stenosis rate will be provided through the edi system provided by jsnet. There were no anomalies noted to the device prior to use, the device was prepared as per the dfu, the other devices used in the procedure in conjunction with the subject device were distal access catheter and balloon catheter. Continuous flush maintained throughout the procedure. The subject device was implanted in the right ica c1. All devices were used successfully. It is unknown if patch testing was done preoperatively for hypersensitivity reaction. It is unknown if there were any changes observed in the size or shape of the aneurysm during follow-up. The preoperative type, shape, and size of the intracranial aneurysm were h:9.1mm, maximum diameter:12.8mm, dome width:12.6mm, neck diameter:5.1mm. It is unknown if the size of the stent was appropriate for treatment site. The parent vessel did not have stenosis prior to treatment. The cause for parent artery stenosis and stenosis in flow diverter stent is unknown. It is unknown what kind of imaging/examination was done. There was no reduction in the blood flow to the distal cerebral tissue due to reported stenosis. There was no neurological deficit or sequelae noticed due to stenosis. The adverse event did not result in inpatient hospitalization or prolongation of existing hospitalization. The patient is not on added medication or treatment due to the reported events. No endovascular aneurysmal coil embolization procedure was performed and no intracranial endovascular aneurysmal flow diverter stent placement procedure. In the physician¿s opinion, it is unknown if the stenosis was related to the subject device. Full expansion of stent cell with apposition to vessel wall was achieved after implantation and confirmed under fluoroscopy. The devices performed as intended. There were no difficulties encountered during the procedure (while transfer/advancement/deployment of the stent/withdrawal) that could have contributed to reported issue. No images (pre/intra/post/follow up) were received. The date of subject device implantation was (B)(6) 2021. The onset relative to the procedure was post procedure. The awareness date for left ica stenosis and stenosis in flow diverter stent was (B)(6) 2021. It is unknown what was the relationship to subject device and unknown relationship to other devices. It was also unknown the relationship to dapt. No treatment was required and the outcome is recover. The patient¿s current condition is stable. The reported 'patient parent vessel stenosis' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that right ica (internal carotid artery) c1 segment flow diverter implantation was performed for intracranial aneurysm with h:9.1mm, maximum diameter:12.8mm, dome width:12.6mm and neck diameter:5.1mm. The full expansion of stent cell with apposition to vessel wall was achieved after implantation and confirmed under fluoroscopy. According to the physician the device was performed as intended. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: (B)(4)) and parent artery stenosis (stenosis rate: ((B)(4)). There was no reduction in the blood flow to the distal cerebral tissue due to reported stenosis and patient condition is stable. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2021 to now (ongoing). Patient was on clopidogrel 75mg/day for the time period of (B)(6) 2021. Administration of 75mg/day clopidogrel was stopped due to strong inhibition of agglutination. Clopidogrel 50mg/day was administered for the time period of (B)(6) 2021. Administration of 50 mg/day clopidogrel was stopped due to strong inhibition of agglutination. Now the patient is on clopidogrel 25mg/day from (B)(6) 2021 (ongoing). Patient outcome is ongoing.